Event description:
We discovered upon arrival to the unit that the oxygenator was dripping blood slowly out of the side exhalation port. We found that it was leaking out the side and elected to change it out.